Event description:
The customer called lfs in 2002 alleging that the customer's ot basic meter had been giving the customer false low readings, which resulted, in the customer in seeking medical attention from the customer's md. The following information is documented by ccr: "customer using expired quick check 1 test strips. Customer felt this was not correct and had to go see the customer's dr to obtain an accurate reading. At this time they discovered the customer's readings were very high and put the customer on insulin. Customer stated that the customer did not feel this had anything to do with the meter that is was possibly the customer's strips".